Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The handle was only returned, but the probe was not returned. The pad of the grasping section was partially missing. The fragment was not returned. The size of the missing part was about 2mm x 2mm. The adhesive part of the pad was partially separated. Based on the past similar cases, it was known that the pad of the grasping section was partially separated and broken off since the distal end was subject a load. The above device handling has warned in the instruction manual as follows. The probe tip and the grasping section of the sonosurg instrument wear due to ultrasonic vibrations. An excessive wear occurs depending on the way of use during the procedure, which may cause accidental destruction or deterioration of cutting performances. To avoid such an event, be sure to prepare a spare sonosurg instrument.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, when the user activated the subject device inside the abdominal cavity, it was noticed that the distal end of the pad was partially missing. The user tried to find the fragment, but it was not found. Therefore, the distal end of the pad might be broken and fall outside the patient. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the missing of the pad of the grasping section.